Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), programmer, patient product ID (B)(4), serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that there was a connection issue when trying to attach the pump to the catheter. The reporter stated that the pump connector coming from pump appeared to be "bent", such that the healthcare provider could not attach the sutureless catheter (sc) connector. The hcp tried multiple times and could not get the connector to attach, further noting that it appeared it was running into the pump itself before the connector would attach. A new pump was used and the hcp was able to attach the sc connector to that pump just fine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: the device was returned with a bent outlet of undetermined cause.